Event description:
Pt was in the hosp for four days with high, blood glucose. Pt also would take a bolus with the device to bring their blood sugar down, but an hour later their blood glucose level would still be high (550 mg/dl) their blood glucose meter also registered "hi". Pt was vomiting and felt nauseated, and that's the reason pt went to the hosp. Once at the hosp pt was moved to the intensive care unit. Pt was given insulin by injection, and also put on an IV.